Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed and completed in the same room, using manual movement when required. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm geometry movements were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there is another case open for the same issue. The fse replaced 3 amc servo drive to resolve the issue in another work order. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure in the same room by moving the system manually. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.